Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window. Drive support disk was inspected and no anomaly was noted. The insulin pump communicates properly with glucose sensor simulator and minilink transmitter. No unexpected lost sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was 171 mg/dl. The customer stated that the drive support cap popped out. The customer did not press the cap while connected. The insulin pump was returned for analysis.